Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 15 minutes: 600 mg/dl and hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) on the aviva system and 258 mg/dl on the emt's meter.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 15 minutes: 600 mg/dl and hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) on the aviva system and 258 mg/dl on the emt's meter.